Manufacturer narrative:
Analysis of the dtc ((B)(4)), found a bent connector.

Event description:
Additional information received from the patient reported that a replacement was sent over night and the replacement desktop charger (dtc) resolved the discharged battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient reported a broken connector pin on the ac adaptor. The implantable neurostimulator (ins) battery was also depleted as a result of not being able to recharge. No symptoms reported. The patient's relevant medical history includes spinal pain. No interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.